Event description:
The manufacturer received information alleging the parameters were low on the trilogy 100 device, when the "patient's shortness of breath was aggravated" while using the device. The hospital had stopped using the ventilator and placed the patient on another ventilator. The "patient's breathing gradually stabilized". There was no harm or injury reported. The device was inspected by the hospital medical equipment department. A person in the medical equipment department determined there was damage to the filter "membrane". The filter "membrane" was replaced on the device. The device was tested thru troubleshooting and found to be operational.